Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving shocks from the device. Upon interrogation it was noted that the shocks were due to oversensing of noise on the right ventricular (rv) channel. A message also displayed upon interrogation that indicated the device had shocked into a shorted lead condition. Boston scientific technical services (ts) was consulted and advised that both the rv lead and device be explanted. Subsequently a revision procedure was performed where the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that only the proximal section of the lead was returned severed at approximately 20.5 centimeters (cm) from the terminal pin. Visual inspection revealed arcing damage on the positive rate sense coils through a puncture hole and cut locations. All filars on the rate sense positive coil were melted and open at the cut location approximately 6.8 cm from the terminal pin.